Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on 19apr2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿possible rupture.", "rupture, capsulized, warm to touch, hair loss, fever, itchy, pain, and sores." No indication of treatment. Device remains implanted.